Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the air in line alarm during pm despite priming and confirming no air in line. Tested against multiple admin sets. Air detect pass on status screen, confirmed air and pass. Error code 44228. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of error code 44228 and air in line alarm during preventative maintenance, despite priming and confirming no air in line. No previous repairs noted in the last 12 months. No relevant information was found the event log. Visual/functional testing was performed. Found the downstream occlusion (dso) seal was detached, which indicates that the seal integrity was compromised and is a reportable malfunction. The dso seal was replaced. Device failed air detector test, indicating a nonfunctional air detector. Probable cause was nonfunctional air detector. The cause of the confirmed issue was a nonfunctional air detector, and it was resolved by replacing the air detector. The device passed all functional and delivery tests performed after repair activities were completed.